Event description:
It was reported that the left monitor on the 9600 system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The internal circuit breaker was reset during the service call. The system was tested and found to be working as intended, and put back into service.